Manufacturer narrative:
The reported events of unacceptable capture threshold and failure to capture were confirmed. A completed lead was returned in one piece. Due to clavicle crush the outer insulation and coils were compressed and the outer coil filars were fractured confirmed by visual and x-ray examination. The cause of the reported events were due to fractured outer coil due to clavicle crush forces.

Event description:
It was reported the patient presented in clinic with symptoms of syncope and dizziness. Upon interrogation, it was observed the patient's right ventricular lead had high capture thresholds, and loss of capture. X-ray revealed no lead abnormalities. The lead was explanted and replaced without issue. The patient was stable.